Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of 2,727 ohms. Troubleshooting was performed and there was no noise that was reproducible. Boston scientific technical services discussed possible causes and recommended to continue to monitor. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).